Manufacturer narrative:
Correction made to a4: weight: 58 kilograms (previously submitted as ni) correction made to b7: other relevant history: osteomyelitis of left calcaneum; concomitant therapy: paracetamol and ibuprofen (previously submitted as ni) additional information was added to d9, h3, h4 and h6. H10: the device was received containing 32 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. After the expected therapy time was complete, it was observed that residual medication remained within the device that had not been delivered to the patient. The device had been filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.